Manufacturer narrative:
A safety alert notice (c/r 3022472-5-07-2013-0001-c) was issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. This device was manufactured in 2009, and the customer returned it in october 2013 for a replacement. An evaluation confirmed blade splitting at the seam, from tip to camera. Also found was a large piece of plastic missing from the tip of the blade, with an exposed metal pin.

Event description:
On return of a glidescope gvl blade to verathon medical, the technician discovered a large piece of plastic missing from the tip of the blade. Prior to the device return, the customer had described splitting damage only. This was discovered during setup; no patient involvement was reported.